Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the microsoft structured query language (sql) server vulnerability (cve-2026-21262) detected through a nessus scan of the customer¿s it infrastructure, and the customer has requested support. No adverse events or patient harm was reported in the associated complaint ((B)(4)). Philips has started an investigation of this complaint.